Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause for the coupling tool side was determined to be due to improper repair. The assignable root cause for the loose turn knob and the cracked sawblade holder was determined to be due to manufacturing issue that has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that coupling tool side was out of specification on battery oscillator device. It was further determined that the turn knob was loose and the saw blade holder was cracked. It was further determined that the device failed pretest for check saw blade coupling and functional test. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.